Event description:
It was reported that during a procedure with a ureteroscope the surgeon damaged the ureter by nicking it with the scope's metal tip. This occurred as the scope was being pulled out of the patient.

Event description:
It was reported that during a procedure with a ureteroscope, the surgeon damaged the ureter by nicking it with the scope's metal tip. This occurred as the scope was being pulled out of the patient.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. During the evaluation, the angle section was found to be broken and the master spiral is kinked which contributed to the intermittent image issues. The unit is damaged beyond repair. Based on similar events that occurred in the past, the probable root cause for the reported failure is mishandling. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.